Event description:
Boston scientific stimulator was installed in (B)(6) 2022. It never worked as well at the trial. After about a month it started shocking the patient. It knocked him down several times. We told them about the problem. The boston scientific reps never believed it was the device. Last fall dr (B)(6) took a look at the x-rays and said that the device was a little off center. The boston scientific reps said that was not a problem. We felt like it was a problem but continued to work with it because they said they could get it to work properly. We tried and tried and tried different programs. The device has never worked correctly. Today is (B)(6) 2023. We asked the boston scientific rep, (B)(6), in mid-august to please get a boston scientific engineer to look at it. At that point, poor paul beran had terrible vibrations from the stimulator in his back, stomach, pelvis and legs. He couldn't sleep and still can't because of the unnatural vibrations from the stimulator. The bs reps told him that it was neuropathy and there was nothing they can do about it. The engineer was supposed to come in september but canceled due to bad weather. The engineer never came after the bad weather went away. (B)(6) had a magnet fed exed to (B)(6). That was supposed to stop the battery and stimulator. It didn't work. The reps kept saying to try it again. This went on for a couple weeks. Then finally (B)(6) told us he found out that it didn't work on the newer model in (B)(6). These reps should know how the device works. During all this time (B)(6) has not slept but a few hours each night due to discomfort from stimulator vibrations in (B)(6) back, stomach and legs that do not stop. It is heart breaking. We went and saw a neurosurgeon at emory on (B)(6) and told them that the stimulator was causing terrible vibrations. The nurse told us many patients with stimulators have the same complaint. She said that it is very common for them to complain about uncomfortable vibrations caused by the stimulator. We are very unhappy with the device and the lack of help from the boston scientific reps. Why did the bs reps act like the vibrations are neuropathy? They must know it happens. This is criminal. Why didn't the reps say that it sometimes happens? Why didn't the reps have a solution to the problem? Seems like they don't care at all about the patient. Seems like they were trained to only push their product. This product should be taken off the market. We are scheduled for surgery to have it removed in 4-5 weeks. Shame on boston scientific.